Event description:
It was reported that during a single level kyphoplasty procedure, the balloon was deflated but could not be removed. The shaft of the balloon broke one inch proximal to the balloon. One inch of the shaft and the entire balloon remained in the patient. The vertebral body was filled with bone cement. The procedure was successful, and it was reported that there was no injury to the patient.

Manufacturer narrative:
Other; device not returned, follow up conversation with company representative and reporting physician.